Manufacturer narrative:
The customer stated that the mixer speed seemed to be off and bubbles were found in the reagent packs.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas e 411 immunoassay analyzer (serial number (B)(4)). The customer also stated that controls were recovering erratically on this analyzer. The second patient sample was also tested for total psa and free psa on a second e411 analyzer (serial number (B)(4)). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to e411 analyzer serial number (B)(4). It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The customer did not know what values from the samples were correct. The first sample initially resulted in a total psa value of 5.20 ng/ml accompanied by a data flag, which repeated as 0.310 ng/ml on e411 serial number (B)(4). This sample initially resulted in a free psa value of 1.38 ng/ml, which repeated as 0.189 ng/ml on e411 serial number (B)(4). The second sample initially resulted in a total psa value of 6.54 ng/ml accompanied by a data flag and repeated as 0.422 when tested on e411 serial number (B)(4) on (B)(6) 2022. This sample was repeated twice on e411 serial number (B)(4) on (B)(6) 2022, resulting in total psa values of 6.31 ng/ml accompanied by a data flag and 0.428 ng/ml. The second sample initially resulted in a free psa value of 1.58 ng/ml and repeated as 0.560 when tested on e411 serial number (B)(4) on (B)(6) 2022. This sample was repeated twice on e411 serial number (B)(4) on (B)(6) 2022, resulting in free psa values of 1.60 ng/ml accompanied by a data flag and 0.224 ng/ml accompanied by a data flag. The total psa and free psa reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted the cap open/close mechanism to keep the mechanism from dropping reagents. This resolved the issue. The investigation determined the service actions resolved the issue.